Event description:
Pump malfunction defected batteries due to recall five months before being implanted. Hospital never responded to recall notice, used pump any way. On (B)(6) 2012, I was implanted with a synchromed ii 8637-40. Baclofen infusion pump that was under a class I recall by the FDA september 13, 2011. Pump having the same characteristics as the recalled pump malfunction. Mcv-vco in richmond never answered to the class I recall. January 23, 2013 date to be refilled pentec nurse found a brown film like rust in her syringe reported it to dr (B)(6) could not refill, pump has not work and alarming frequently. Back pain and pain around pump, pain and suffering, have to get up 3 or 4 times a night due to back ache pain around catheter in spine. Pump was recalled five months before being implanted. Someone truly made a big mistake! Someone did not do their job professionally. Diagnosis or reason for use: spascity.